Manufacturer narrative:
The pad device was installed on (B)(4) 2010 and operated successfully until (B)(6) 2011. There are multiple events on this date which would indicate the device was switching itself on automatically. The problem with the pad device was attributed to a fault with the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. The device is depleting the pad-pak before the expiry date.